Event description:
A customer reported a malfunction with their pump, identified by malfunction code malf 3, and noted the issue as unresettable. The customer declined to specify if their blood glucose levels exceeded 500 mg/dl, leaving the impact unspecified. Tandem technical support arranged for the pump to be replaced and advised the customer to use multiple daily injections as a backup therapy to maintain insulin delivery. The customer was instructed on how to store the defective pump and to return it within ten days using a pre-paid label.